Manufacturer narrative:
The complaint received states that during a coil embolization procedure the prowler select plus micro catheter was obstructed in the patient. Per the account: faulty microcatheter reported. Apparently, the microcatheter could not pass through a cook nested coil, given the dimensions. There was no report of injury for the patient. No damage noticed upon opening of microcatheter, and the microcatheter was not re-shaped. A non-sterile prowler plus was received coiled inside of a plastic bag. The hub was inspected and a part of the embolic coil could be observed inside of it. The body of the microcatheter was inspected and it was found kinked as well as several compressed/flat section were noted on the distal section of the device. The hub was inspected under microscope and the embolic coil could be observed inside of it. The distal section of the device was inspected under microscope and it was found with several compressed/flat sections. After the embolic coil (nester coil 0.014 platform) was removed from the device was inspected under microscope and it was found stretched/kinked/broken. Appear that it was kinked before it was broken the ID from the microcatheter was measured and was found within specification. A guidewire 0.018" -cordis lab sample- was inserted inside of the received microcatheter from the distal section; and even the compressed/flat conditions it advance smoothly until it was stuck close to the hub. The guidewire was removed. After that the microcatheter was cut; the embolic coil was exposed and it was removed from the device. The embolic coil was found in two section, one of it was removed from the hub and the other part was expelled of the device when the guidewire was inserted through the distal and rest of the embolic coil was came out from the cut section; after the embolic coil was removed, the guidewire was inserted again from the distal end and even the flattened sections the guide wire could advance with some friction but it was due the compressed/flat sections found on the device, no obstructions was noted after the embolic coil was removed from the device. The guide wire was inserted from the hub and it can pass through without resistance - friction, and no damages were noted on the hub or cut section that can be related to the obstruction. The DHR could not be perform due to the lot number was not provided. The failure reported by the costumer as "catheter (body/shaft) - obstructed-in patient" was confirmed. The cause of the obstruction was due to for the embolic coil (nester coil 0.014 platform) was found inside of the device. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Therefore no corrective actions will be taken at this time. The failure reported by the costumer as "catheter (body/shaft) - obstructed-in patient" was confirmed. The cause of the obstruction was due to for the embolic coil (nester coil 0.014 platform) was found inside of the device. The damages found on the device could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported events.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization procedure, the prowler plus 150/50/20cm 1mb microcatheter apparently given the dimensions the cook could not pass through.

Manufacturer narrative:
Corrected data: the correct product is a prowler plus microcatheter, and not the prowler select plus as previously stated. The complaint received states that during a coil embolization procedure the prowler plus microcatheter was obstructed in the patient. Per the account: faulty microcatheter reported. Apparently, the microcatheter could not pass through a cook nested coil, given the dimensions. There was no report of injury for the patient. No damage noticed upon opening of microcatheter, and the microcatheter was not re-shaped. A non-sterile prowler plus was received coiled inside of a plastic bag. The hub was inspected and a part of the embolic coil could be observed inside of it. The body of the microcatheter was inspected and it was found kinked as well as several compressed/flat section were noted on the distal section of the device. The hub was inspected under microscope and the embolic coil could be observed inside of it. The distal section of the device was inspected under microscope and it was found with several compressed/flat sections. After the embolic coil (nester coil 0.014 platform) was removed from the device was inspected under microscope and it was found stretched/kinked/broken. Appear that it was kinked before it was broken the ID from the microcatheter was measured and was found within specification. A guidewire 0.018' cordis lab sample- was inserted inside of the received microcatheter from the distal section; and even the compressed/flat conditions it advance smoothly until it was stuck close to the hub. The guidewire was removed. After that the microcatheter was cut; the embolic coil was exposed and it was removed from the device. The embolic coil was found in two section, one of it was removed from the hub and the other part was expulsed of the device when the guidewire was inserted through the distal and rest of the embolic coil was came out from the cut section; after the embolic coil was removed, the guidewire was inserted again from the distal end and even the flattened sections the guide wire could advance with some friction but it was due the compressed/flat sections found on the device, no obstructions was noted after the embolic coil was removed from the device. The guide wire was inserted from the hub and it can pass through without resistance friction, and no damages were noted on the hub or cut section that can be related to the obstruction. The DHR could not be perform due to the lot number was not provided. The failure reported by the costumer as catheter (body/shaft) - obstructed-in patient was confirmed. The cause of the obstruction was due to for the embolic coil (nester coil 0.014 platform) was found inside of the device. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Therefore no corrective actions will be taken at this time. The failure reported by the costumer as catheter (body/shaft) - obstructed-in patient was confirmed. The cause of the obstruction was due to for the embolic coil (nester coil 0.014 platform) was found inside of the device. The damages found on the device could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported events.